Event description:
Customer reported a display issue, showing incomplete numbers on their adc meter's screen. The customer stated as a result of this issue, they were unable to test and experienced symptoms of weakness and tiredness. They were seen by a local dr, diagnosed with hyperglycemia and treated with insulin (exact dosage unk). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The prod has been requested and a final report will be submitted when the investigation is complete.